Event description:
Sales rep observed caldera medical desara product being implanted and was informed that after insertion an instrument, the surgeon noted a bladder perforation during cystoscopy. Surgeon corrected and completed device implantation. No add'l info was provided.